Event description:
It was reported that a 6f angio-seal sts device was deployed in the right femoral artery of a patient without difficulty. Hemostasis was achieved and no oozing or hematoma was observed at the puncture site. Approximately 10 minutes post deployment,the patient became hypotensive and required intravenous fluid and vasopressor medications. Emergency vascular surgery was performed to remove the angio-seal device which was stated to be located outside of the artery above the inguinal ligament. One unit of blood was also transfused and the patient recovered to stable condition. Lower extremity pulses were noted to be normal, and there were no additional complications at the groin site. The patient had been on antiocoagulation therapy prior to the day of the procedure, and during the procedure, intergrillin and heparin were administered. The device will not be returned.